Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The investigation is in progress. The complaint sample has not been received for eval at this time. (B)(4).

Event description:
A customer reported that the probe was blocked during the procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the pt. No further info is expected for this case.